Event description:
It was reported that 2 days following an l4 vertebroplasty, the pt returned to the hospital with complaints of shortness of breath and chest tightness. A CT scan was performed which showed what appeared to be a piece of cement which had extravasated into the pt's blood vessels and had traveled to the pt's heart. According to the surgeon it was at the cusp of exiting the pulmonary ventricle. The pt was hospitalized for an add'l 17 days post-operatively. The pt has since maintained routine follow-up appointments with the surgeon. In addition, the pt has received angiograms every 3 months and is on long-term anticoagulant therapy. The verteport 10g system was the needle used to inject the...

Manufacturer narrative:
(B)(4): the device will not be returned to the MFR for an investigation.